Event description:
It was reported that the patient could not send transtelephonic monitorings: "just makes a lot of racket". The artifact was still occurring when the patient tried another vector for transtelephonic monitoring. It was noted that the artifact did subside when the patient turned off her neurological implantable device. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient could not send transtelephonic monitorings: "just makes a lot of racket". The artifact was still occurring when the patient tried another vector for transtelephonic monitoring. It was noted that the artifact did subside when the patient turned off her neurological implantable device. It was later reported the device battery had reached normal depletion. It was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient could not send transtelephonic monitorings: "just makes a lot of racket". The artifact was still occurring when the patient tried another vector for transtelephonic monitoring. It was noted that the artifact did subside when the patient turned off her neurological implantable device. It was later reported the device battery had reached normal depletion. It was removed and replaced. No patient complications have been reported as a result of this event. Monitoring.